Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 1 syringe of juvéderm® volift¿ with lidocaine into the sng and marionette lines then 8 months later injected with 2 syringes of of juvéderm® voluma¿ with lidocaine and 1 syringe of juvéderm® volift¿ with lidocaine into the cheekbone region and then 17 months later injected with 2 syringes of harmonyca with lidocaine into the cheekbones & cheeks and 1 syringe of universal (non abbvie filler) into the soof and sng. 13 months later, patient was injected with another syringe of universal (non abbvie filler) into the cheekbones, sng, and bitterness fold. About 8 months later, patient underwent a dental procedure involving extration of a damaged tooth in the upper left quadrant. Around this time, patient started experiencing nodules that were sensitive to palpation over the cheekbones and left marionette lines. Event continued to progress and patient reported to physician about 5 months after onset. Healthcare professional considered the event to be granulomas. Biopsy was not provided. While in office, a subcutaneous injection of hyaluronidase was conducted into the right forearm to check patient tolerance. A few hours later, a non-device related pruritic erythematous plaque appeared. A blood test was performed showing a known isolated hyperleukocytosis without inflammatory syndrome. Thyroid auto-immune workup / pr negative. Patient was prescribed solupred for 7 days and a partial regression of granulomas was noted. Patient is anxious and feels deformed after injections.